Event description:
It was reported, that the operator connected the device to the patient as the doctor's advice, the device appeared black screen frequently, can't work as intended. The ventilating was affected. Exchange to the standby equipment immediately and contact the equipment section for maintenance in a timely manner. No injury consequence report.

Manufacturer narrative:
The investigation has been started and we will share the result in a final report. On-going.

Manufacturer narrative:
The investigation at manufacturer site was based on the description of event, correspondence and pictures of statistical logfile. Since a logbook was not provided and the mainboard was also replaced as part of the onsite-repair (without log backup), it is not possible to perform a precise root cause analysis or confirm the reported case. However, based on the photos provided for the log, it can be concluded that errors occurred during the application of the internal battery and that the power supply unit overheated during use. A technical deviation within the electronic system was detected by the device which posted a high priority alarm. Some parts were exchanged to find the fault - a temporary replacement of the savina color g3 power supply, the battery set and the pba controller, which solved the reported problem. The parts were then removed again because the customer did not accept and want to pay for the repair by the local draeger service team. It was noted in the process that the affected device had not been repaired by 2022-11-04, and regular maintenance of the batteries and air inlet filter mats had not been performed. This is the responsibility of the user, according to the IFU. There were also discrepancies in the initially reported date of event. A worn out and/or deeply discharged internal battery can cause device restarts with device failure 40.2000 when in use with ac supply as savina periodically checks operation on internal battery for approximately 500 ms, e.g. 1 min after switch on. During reboot the pneumatic system will open, which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart ventilation continues immediately with previous settings at the latest after 12 sec. Savina monitors continuously the state and the function of internal components like power supply and internal battery. If the savina is not connected to mains power or the power supply detects an overtemperature or an overvoltage, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. During an overtemperature state, the ventilator can be used, but is powered by internal battery only, which is not recharged during this overtemperature state. This will be displayed as high prior alarm. If the overtemperature state is ongoing, the internal battery will discharge by powering the ventilator. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. An overtemperature problem in power supply leads to change from ac power to internal battery to reduce the thermal power loss in power supply unit, in this case the internal battery is used as power source and will not be recharged. Due to the limitation of information, it cannot be determined finally whether a device malfunction has occurred or whether the circumstances have led to the power supply overheating and the internal battery running down. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for investigation

Event description:
It was reported, that the operator connected the device to the patient as the doctor's advice, the device appeared black screen frequently, can't work as intended. The ventilating was affected. Exchange to the standby equipment immediately and contact the equipment section for maintenance in a timely manner. No injury consequence report.